Event description:
The lay user / pt contacted lfs on (B) (6) 2010 alleging missing segments on his one touch ultra 2 meter. A medical surveillance specialist (mss) spoke to the pt's care-taker on (B) (6) 2010 and obtained the following info: the care-taker mentioned that since (B) (6) 2010, the pt had issues with the missing segments with the one touch ultra 2 meter. The pt continued to take his insulin on a regular basis. The pt had an old back up meter and was testing his blood glucose in the meantime; however, claims that they would be replacing the battery on the old meter frequently. Toward the end of (B) (6) 2010, the pt felt dizzy, shaky and weak. The care-taker does not know what the pt's blood glucose was with the old meter prior to symptoms or whether the pt tested his blood glucose prior to the symptoms. Ems was contacted and when the paramedics arrived, they tested the pt's blood glucose and obtained a result in the 30's. Ems treated the pt with IV glucose and after treatment the pt's blood glucose was 98 mg/dl. The pt was not taken to the ER. The care-taker denied any misuse of the product. The meter was replaced. The complaint is being reported since the pt alleged that due to the alleged issue with the meter, he later developed symptoms and had to be treated by a medical professional for hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.